Event description:
It was reported that the pt is experiencing retention issues due to thick skin flap. External equipment was exchanged, however, this did not resolve the issue. The pt is currently being treated with steroid injections (kenalog 10 mg/ml) total of three injections at six week intervals. Advanced bionics is in the process of gathering further info. Once more info is received a supplemental report will be submitted.